Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the lead revision was occurring, she opted to replace the ins as well because she noted that the intellis battery went from %30 to %0 within 30 minutes during the surgical procedure. Technical services (tss) asked if the rep had ins on a short circuit or something and caller said all impedances were fine. Tss reviewed that ins needs to be sent back but the rep doesn't necessarily need to send the recharger back as she had discussed. The caller said that she was able to connect to the ins fine pre-op and the pt's ins felt loose in the pocket.